Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had spi to motor pic communication error and unexpected restart. Customer also reports that there was piece of plastic broken off at the top of the insulin pump close to the battery cap. Customer¿s blood glucose was 8.8mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the spi to motor pic communication error or unexpected restart error alarms due to motor error alarms. Unit had broken battery tube threads.